Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 12/29/2014, belt: 12/10/2012.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in the hospital with staff present at the time of passing. It was reported that hospital staff attempted CPR on the patient without success. Review of the patient's continuous ECG recordings showed that from 08:22:15 am to 08:55:00 am, the patient was in an idioventricular rhythm at 80 bpm slowing to an idioventricular rhythm at 55 bpm with CPR artifact. The rhythm then transitioned to ventricular tachycardia (vt) 150 bpm slowing to vt 110 bpm for approximately 23 seconds before falling below treatment threshold. The treatment threshold was set by the physician at 170 bpm for vt. The patient received one non-lifevest defibrillation from hospital staff. The patient's rhythm at time of treatment was vt at 100 bpm. Post shock rhythm was obscured by CPR artifact. The patient was in asystole with motion and CPR artifact at the time of the electrode belt disconnection at 09:21:31 am on (B)(6) 2019. The device acted as designed, patient did not receive a treatment from the lifevest because the heart rate dropped below the treatment threshold of 170 bpm.